Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia and stress. The customer's blood glucose value was unknown. It was reported that customer was rushed into emergency room because of high blood glucose. It was reported that the insulin pump was turned off with visible damages on it along with reports of a damaged insulin pump, damage was at the battery cap holder and visible scratches. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had broken battery tube threads, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).